Event description:
The st. Jude medical rep reported that the pt had received inappropriate therapy. Upon receipt of the electrograms. Tech services stated that the electrograms were indicative of a lead fracture. The decision was made to explant the system.